Event description:
Reportedly, the instrument did not staple, even after reloading with a new dlu. The guide on one instrument jammed after stapling, it was impossible to free it. The surgeon performed a colon-anus anastomosis and ileostomy instead of a ppceea anastomosis. Longer operating time was also reported.